Manufacturer narrative:
H10: e1-(B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that an "oxygen not available" alarm occurred. The device was in use on a patient at the time of the reported issue was discovered; however, there was no harm to the patient or user. It was reported that an "oxygen not available" alarm occurred. The customer checked the oxygen connection and confirmed there was no issue. The customer then performed a restart of the unit and the issue was resolved. At a later time, the reported alarms were confirmed in the event log. An attempt to duplicate the reported issue was performed but it was confirmed the reported issue could not be duplicated. The customer performed a restart of the unit to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.